Event description:
It was reported during a da vinci hysterectomy procedure, the prograsp forceps instrument felt unintuitive and upon re-inspection one of the small cables was found to be damaged. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument's housing was removed to find a roll cable broken at the backend. The roll motion was non intuitive as a result. Other cables at the backend were not damaged. Additional findings by failure analysis found the distal end of the main tube had various scratch marks with light material removed. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the main tube scratches if to recur could cause or contribute to an adverse event.